Event description:
User reports discrepant hcg values for diluent they are using for their negative control serum. Initial result 4.56 miu/ml; repeated with new rackpack gave <0.5 miu/ml. No adverse event reported. If add'l info is rec'd appropriate notification will be provided.